Event description:
(B)(4). The dealer reported that the m51psemired power wheelchair joystick would not function in the slowest speed, and could not change the speed on single increments. There was no patient injury reported.